Event description:
New information notes that the pacemaker was unable to be interrogated and had multiple magnet response episodes. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of no rf telemetry was confirmed. The reported event of device in backup mode was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker was in backup vvi mode. No changes or intervention was reported. There were no patient consequences.